Event description:
It was reported that during a da vinci myomectomy procedure, the wrist of the prograsp forceps instrument was stuck in one direction. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was broken at the distal clevis hub, causing a lack of intuitive motion. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were undamaged. No other damage was found..